Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. Down trend in impedance was also observed. At explant, insulation abrasion was noted at the proximal end of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found proximal to the suture sleeve impression at 20.2 to 21.1cm from the connector pin consistent with friction to the ICD can. The etfe coating of the sensing and rv conductor was abraded. The sensing conductor could have come in contact with the ICD and caused the reported noise.